Event description:
During stent deployment, the balloon ruptured at 5 atms, and caused a dissection.

Manufacturer narrative:
The balloon is being retained by the hospital pending decision of the risk management department to release the product for analysis. Attempts to contact the risk manager were unsuccessful. This file is considered closed.